Manufacturer narrative:
The returned device was evaluated and inspection of the download data confirmed that an 0x3d alarm was generated by the pod during operation, indicating the step sensor was asserted before the wire was driven. Inspection of the device found corrosion on the piezo, the mechanism rails, and the bottom battery during fluid path testing, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. This resulted in the observed corrosion on the internal components. Fluid leaking from the tear in the unexposed portion of the soft cannula contributed to the 0x3d alarm and was confirmed to be the cause of the reported hazard alarm during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing a pod between 4 and 24 hours. In addition, the patient reports receiving a pod hazard alarm during operation.